Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading multiple cartridges. Customer changed the cartridge to resolve the issue. During the load sequence, a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 86 mg/dl during the cartridge change error and was within range when resistance was felt.